Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination identified proximal stent damage. The 1st row from the proximal edge had one strut raised proximally. This type of damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A visual and microscopic examination identified kinks along the entire length of the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. No additional product analysis or external evaluations were performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
This complaint is now reportable based on the analysis completed on (B)(6) 2010. It was reported that during a coronary drug eluting stenting treatment procedure, the stent could not cross the lesion. The 85% stenosed target lesion was located in the heavily calcified mid right coronary artery (rca). The lesion was pre-dilated with an unspecified 2.0x15mm balloon. After pre-dilatation, several attempts were made to advance a taxus liberte' 4.5x16mm stent across the lesion but were unsuccessful. The device was withdrawn from the patient. The lesion was pre-dilated again and a new taxus liberte' 4.5x16mm stent was advanced but also did not cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient status was reported as stable. However, the returned product revealed that there was stent damage.